Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty procedure. The 90% stenosed target lesion was located in the moderately calcified and non-tortuous left anterior descending artery. Following pre-dilation with a 2.50 x 12mm nc quantum apex balloon, a 2.50 x 24mm synergy drug eluting stent was advanced with no resistance and deployed at 11 atmospheres. Post stent deployment a proximal stent dissection was found in the angiogram. Stent damage was also reported. A 2.75 x 12mm synergy stent was deployed to cover the dissection and post dilated with a 2.75 nc balloon to complete the procedure. There were no further patient complications and the patient status post implant was stable. It was further reported that the dissection was type c. The stent post-dilated with 2.75x12mm nc quantum apex at 12atmospheres.

Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty procedure. The 90% stenosed target lesion was located in the moderately calcified and non-tortuous left anterior descending artery. Following pre-dilation with a 2.50 x 12mm nc quantum apex balloon, a 2.50 x 24mm synergy drug eluting stent was advanced with no resistance and deployed at 11 atmospheres. Post stent deployment a proximal stent dissection was found in the angiogram. Stent damage was also reported. A 2.75 x 12mm synergy stent was deployed to cover the dissection and post dilated with a 2.75 nc balloon to complete the procedure. There were no further patient complications and the patient status post implant was stable.